Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an accumax laser fiber was used in a percutaneous nephrolithotomy procedure for a lithiasis renal treatment in the kidney performed on (B)(6) 2022. The laser unit used was an accutech 60 watts laser console. During procedure, the laser fiber presented a lot of fragility and broke. No fiber fragments fell inside the patient. The procedure was completed with a different type of device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of fiber break. Block h10: investigation results the returned accumax laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in a partial piece. The partial fiber piece measured 127 cm from the end of the connector towards the distal tip. There was no exposed glass tip present, this part of the fiber was not returned. When connected to the laser console, the aim beam was visible at the end of the fractured part. A functional evaluation revealed that the light from the sma connector was bright and round, indicating no fracture within the connector. No other problems with the device were noted. The reported event of the accumax laser fiber broke was confirmed. It is likely that procedural handling of the device during set-up or use contributed to the fiber body break. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an accumax laser fiber was used in a percutaneous nephrolithotomy procedure for a lithiasis renal treatment in the kidney performed on (B)(6) 2022. The laser unit used was an accutech 60 watts laser console. During procedure, the laser fiber presented a lot of fragility and broke. No fiber fragments fell inside the patient. The procedure was completed with a different type of device. There were no patient complications reported as a result of this event.